Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: not available.

Event description:
It was reported that the patient's hip was revised. As reported: "patient was revised due to pain and suspected acetabular component loosening. During surgery it was noted that the acetabular component was grossly loose. There was some presence of corrosive changes on the trunnion as well as within the femoral head. Surgeon elected to retain the femoral component and place a new acetabular component. A sleeved ceramic head was implanted."